Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 1ea tube has low draw issue".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 1ea tube has low draw issue".